Event description:
It was reported to philips that the system did not boot up completely. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred and the patients were moved to another lab. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting completely due to the power outage in hospital. Upon troubleshooting actions, fse identified that the os hard drive was corrupted, resulting in a boot-up time of 30 to 40 minutes and the display of operating system errors. Fse reloaded the software in the existing hard drive. After reloading the software, the system was returned to use in good working order.